Event description:
It was reported that during an unknown procedure, the clips would not hold after placing. No clips fell into the pt. Another like device was used to complete the procedure. There were no adverse consequences for the pt. Device discarded.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.